Event description:
It was reported that the patient decompensated with chronic heart failure (chf) symptoms and was hospitalized. The left ventricular (lv) lead was dislodged. The lead appeared to have retracted and fallen into the atrial base. The lead was explanted and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53 implantable pacing lead (B)(6) 2012; 6944-65 implantable tachy lead (B)(6) 2012; d224trk implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.